Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician was unable to obtain acceptable capture thresholds. The lead procedure was successfully completed using a replacement lead with acceptable threshold. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.